Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction occurred due to a failure in the right railing of hh drawer 3-1. A field service engineer replaced the drawer to resolve. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported by the customer that a pyxis medstation es system had drawer issues. The customer stated that there was a delay in dispensing of the medication to patient. There were no adverse events or injuries reported based on this incident.